Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The peeling caused by the scratching over acetabular cup (pinnacle sector porocoat) of the plastic head trial 36/+1.5mm while reducing the hip articulation, generated a debris which was found at capsular level. All the debris was removed and procedure was successfully completed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "the peeling caused by the scratching over acetabular cup (pinnacle sector porocoat) of the plastic head trial 36/+1.5mm while reducing the hip articulation, generated a debris which was found at capsular level (removed after visual inspection). All the debris was removed!" The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that articul tr ball grvd 36 +1.5 had scratches over the surface and shedding particulates. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the articul tr ball grvd 36 +1.5 would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the peeling caused by the scratching over acetabular cup pinnacle sector porocoat of the plastic head trial 36/+1.5mm while reducing the hip articulation, generated a debris which was found at capsular level removed after visual inspection. All the debris was removed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the articul tr ball grvd 36 +1.5 was found with signs of scratches around the ball and exhibits signs of shaved in middle of the ball. No other issues were observed, therefore, the reported condition can be confirmed. Overall damaged condition can be attributed to trial interaction with other tools during procedure, proper handling of the device will prevent the risk for this failure mode. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the articul tr ball grvd 36 +1.5 would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the peeling caused by the scratching over acetabular cup (pinnacle sector porocoat) of the plastic head trial 36/+1.5mm while reducing the hip articulation, generated a debris which was found at capsular level (removed after visual inspection). All the debris was removed!" The product was not returned to depuy synthes, however photos were provided for review. See attachment (trial head complaint (B)(4), trial head complaint (B)(4) picture). The photo investigation revealed that articul tr ball grvd 36 +1.5 had scratches over the surface and shedding particulates. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the articul tr ball grvd 36 +1.5 would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.